Manufacturer narrative:
Approximate age of device: 32 days. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) intact. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were returned attached to the outflow elbow. The outflow elbow was returned, attached to the pump outlet port. Upon disassembly of the returned pump, visual examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have formed in laminated layers, which is an indication that it developed over an undetermined amount of time while the pump was operating. Examination of the blood-contacting surfaces of the sealed inflow conduit, the sealed outflow graft, outflow elbow and the proximal side of the outlet stator revealed depositions of unstructured blood. A similar deposition of unstructured blood was also present in the inlet stator, surrounding the denatured thrombus ring. The depositions found in both the sealed inflow conduit and the sealed outflow graft had a grainy texture, which suggests that the explanted pump was treated with a fixative agent prior to being returned for evaluation. The depositions¿ lack of structure is consistent with poor surface washing due to a low flow state, such as the termination of vad support. The thrombus found in the pump would have contributed to the patient¿s reported hemolysis including the elevation in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump was cleaned, reassembly and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The returned system controller (serial #(B)(4)) and 14 volt patient cable (lot #35087360512) were visually inspected and functionally tested and no device related issues were identified during the evaluation. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 32 days post-implant it was reported that the patient¿s lactate dehydrogenase (ldh) levels had increased to >4000 u/l. The patient did not have any heart failure symptoms; however, her hemolysis parameters were elevated. The patient was admitted for administration of intravenous tirofiban. A ramp echocardiogram was performed with the pump speed set at 11,000rpm and the left ventricle was not unloading. In addition the pump speed was fluctuating slightly below the set speed. The patient¿s event history was reviewed by the manufacturer¿s technical service representative and indicated low supply voltage. The difficulty in maintaining the pump set speed was suspected to be related to the low supply voltage. On (B)(6) 2014, the patient¿s left ventricular ejection fraction (lvef) was approximately 40%. The patient received heparin and tirofiban. Over the next 24 hours the patient suffered from an intra-cranial bleed and was placed on palliative care. The patient expired on (B)(6) 2014 and the reported cause of death was noted to be intracranial bleed.